Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a short circuit condition was detected during shock delivery. The patient was successfully externally cardioverted. Boston scientific technical services (ts) recommended performing a lead evaluation and replacing the device. Further testing was performed and all lead measurements were appropriate. It was indicated a revision would be performed, but has not been scheduled at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed the shorted lead indicator was recorded by the device on (B)(6) 2017. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this device was explanted. No additional adverse patient effects were reported.